Event description:
It was reported that the camera head displayed no image. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed no image. The issue was found during cleaning and disinfection. There was no patient involvement. Additional information received from MDR reportable findings from the complaint investigation will be included in this supplemental report. Flickering and horizontal stripes appear in the image, and camera cable has a broken wire.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image, flickering image, horizontal stripes on image and disconnection of camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the results of the investigation did not lead to the identification of the cause of the occurrence. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.